Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted rectocele repair surgical procedure, the monopolar curved scissors (mcs) (2/10 lives) experienced breakage of the steel cables. The problem was identified immediately. The procedure was completed with no reported injury.

Manufacturer narrative:
Images were provided and reviewed by failure analysis, confirming a broken grip cable. Intuitive surgical, inc. (Isi) has not received the product involved with the alleged issue to perform failure analysis as of the date of this report. A follow-up MDR will be submitted if the product is returned (post failure analysis evaluation) or if additional information is received.